Event description:
In 2009 the pt reported experiencing air bubbles in his insulin cartridge. He stated that there is no air present when the insulin cartridge is inserted into the infusion device. Air bubbles form after one day of use and he must prime the air from the system. He stated that his hba1c is elevated from 7.0 to 7.3 due to air in the system (blood glucose values not provided). He stated that he changes his insulin cartridge every 4-5 days and the adapter every 3 months. The pt does not properly adjust the piston rod prior to inserting the insulin cartridge and he is unwilling to try this to resolve the issue. He feels the infusion device is the cause of air bubbles. The pt was not experiencing air at the time of the report and his blood glucose was within his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.